Manufacturer narrative:
D9: date returned to mfg.: 6/24/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "battery issue¿ was confirmed by reviewing the pumps alarm history. The battery packs full charge capacity was below threshold. The battery pack was replaced along with a new bottom case due to cracks. The pump was recalibrated and tested passing all performance verification testing. Service history review identified the pump was serviced within the past twelve (12) months.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed due to 10% remaining on the battery. Within about 30 seconds after the alarm first went off, before the nurse could check to be sure the pump was plugged in properly, and the pump stopped the infusion and alarmed again. All of the information that had been programmed into the pump for the patient's heparin drip was gone, and the screen only had the word "biomed" on it. The nurse was unable to restart or reprogram the pump. The event occurred during infusion with a patient, and there were unknown signs or symptoms experienced.